Manufacturer narrative:
The patient was given, lysis therapy and was successful on the patient. The thrombus resolved with medical management only and the patient was subsequently discharged home. Additionally, the information received indicates that no surgical treatment was performed on the patient. It was noted that the surgeon inadvertently checked the wrong position of surgical treatment performed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Additional information received indicates that the patient presented to the hospital with elevated hemolysis parameters and that anticoagulation was controlled. While hospitalized the patient also received surgical intervention. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient was hospitalized for treatment of driveline infection. The patient also experienced a short pump stop with manipulation of the driveline. Three hours later the patient began to experience short spikes in the power consumption. On (B)(6) 2015 the site reported that "thrombus could be confirmed by the acoustic measurement". This was accompanied by increased power consumption and increased hemolysis parameters. Lysis therapy was successfully administered. Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported high watts were confirmed via review of log files which revealed pump parameters above the normal operating range. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status (infection - hemostatic changes from sepsis can range from subclinical activation of blood coagulation to acute disseminated intravascular coagulation (dic)), comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.